Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was inappropriate high voltage therapy delivered for atrial fibrillation events. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.